Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd nexiva¿ closed IV catheter systems had needle disengagement issues. The following information was provided by the initial reporter translated from japanese to english : it was reported by the customer that in radiology the needles cannot be withdrawn while in use.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a used 22gx1.00in single port nexiva device fully retracted and not decoupled. The reported issue was confirmed as a failure to decouple. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 5 bd nexiva¿ closed IV catheter systems had needle disengagement issues. The following information was provided by the initial reporter translated from japanese to english : it was reported by the customer that in radiology the needles cannot be withdrawn while in use.